Event description:
Spontaneous call. Pt states that cassette caused a non disposable tubing error. Pump is fine. Pt will monitor. Cassette lot number not available. Pt infusing fine on backup pump. No other information known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Unk. Reported to (B)(6) by pt/caregiver.